Event description:
The device was connected to a pc in a workshop for the purpose of error detection and readout of device data. The workstation triggered a residual current circuit breaker (rcd 30ma) and a pc was damaged. There was no personal injury. The report also included that the cause was evidently a short circuit, caused by a frustrated connection of the mains socket to the board, between a pin of the mains socket and the shield (conductive, touchable) of the serial interface connection. The device has been returned and is undergoing evaluation.